Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The initial reporter complained of questionable inr results from coaguchek xs meter serial number (B)(4) compared to the laboratory result. The laboratory method was asked for but not known. The result from the meter with a fingerstick was 3.3 inr and the result from the laboratory was 2.5 inr. The elapsed time between the measurements was within 5 hours. There was no adverse event. The customer's condition was "stable". The customer was not anemic, no heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. The customer has had no changes in warfarin, no changes in diet, no illness, no new medications, no bleeding, and no bruising. The customer's therapeutic range was 2.0 - 3.0 inr. Relevant retention test strips (lot 361438) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The device was requested to be returned for investigation.

Manufacturer narrative:
The customer's meter was returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results: qc 1: 2.9 inr; qc 2: 2.9 inr; qc 3: 3.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. (2.5 - 3.7 inr). All measurements were without error messages. No information was provided in the complaint case that would point to a cause for the result discrepancy. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.